Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion of the ivc filter and dvt¿s do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Please note that device reported is a trapease vena cava filter for which the catalog and lot numbers are not currently available.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted between l2-l3 level due to iliofemoral deep venous thrombosis. Medical history includes recent complicated abdominal surgery with several admissions for treatment of the enterocutaneous fistula after surgery. She presented with complaints of swelling in her left lower extremity, scans revealed thrombus in the left femoral and popliteal veins. Angioplasty of the left common and left external iliac veins was done. The left popliteal vein was occluded. The left superficial femoral vein was occluded with soft clot. The left common femoral vein, external iliac vein and common iliac veins were all occluded. In the region of a may-thurner deformity there appeared to be chronic, as well as acute, thrombus. A trapease inferior vena cava filter was advanced to the l2-3 level and deployed without difficulty. Less than one month after the procedure, she developed a second dvt in the lower extremities after being off of her coumadin for just a short number of days. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient reports the device is unable to be retrieved, tilt and perforation, post-thrombotic syndrome, caval thrombosis, swelling, pain, discoloration, numbness and tingling in the legs and feet, shortness of breath and dizziness, sharp pains in abdomen and back, and suffering from pain and anxiety. The patient reports that the device is unable to be retrieved; however, there has not been an attempt made to remove the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling and discoloration of the legs are known potential events associated to the use of the filter device. Anxiety, numbness, shortness of breath, dizziness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Implant date was confirmed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant and medical records: the filter was implanted between l2-l3 level due to iliofemoral deep venous thrombosis. The patient is a (B)(6) year-old caucasian female with a history of a recent complicated abdominal surgery and has had several admissions for treatment of the enterocutaneous fistula which developed after having surgery at another hospital earlier the same year. She was being evaluated for closure of a fistula and possible reversal of her ileostomy. She presented with complaints of swelling in her left lower extremity. She was evaluated in the ER and admitted and underwent an ultrasound of the of the lower left lower extremity and she has a positive in the left femoral and popliteal veins. She subsequently was seen by vascular and underwent angioplasty of the left common and left external iliac veins. The left popliteal vein was occluded. The left superficial femoral vein was occluded with soft clot. The left common femoral vein, external iliac vein and common iliac veins were all occluded. In the region of the may-thurner deformity there appeared to be chronic as well as acute thrombus. A trapease inferior vena cava filter was advanced to the l2-3 level and deployed without difficulty. Less than one month after the procedure, she developed a second dvt in the lower extremities after being off of her anticoagulations (coumadin) for just a short number of days. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately five years and four months post implantation. The patient also reports the device is unable to be retrieved, post-thrombotic syndrome, caval thrombosis, swelling, pain, discoloration, numbness and tingling in the legs and feet, shortness of breath and dizziness, sharp pains in abdomen and back, and suffering from pain and anxiety. The patient reports that the device is unable to be retrieved; however, there has not been an attempt made to remove the filter.

Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted between l2-l3 level due to iliofemoral deep venous thrombosis. The patient has a history of a recent complicated abdominal surgery and several admissions for treatment of the enterocutaneous fistula which developed after having surgery at another facility. She was being evaluated for closure of a fistula and possible reversal of her ileostomy. She presented with complaints of swelling in her left lower extremity. She was evaluated in the ER and admitted and underwent an ultrasound of the of the lower left lower extremity and she has a positive in the left femoral and popliteal veins. She subsequently was seen by vascular and underwent angioplasty of the left common and left external iliac veins. The left popliteal vein was occluded. The left superficial femoral vein was occluded with soft clot material. The left common femoral vein, external iliac vein and common iliac veins were all occluded. In the region of the may-turner deformity there appeared to be chronic as well as acute thrombus. A trapease inferior vena cava filter was advanced to the l2-3 level and deployed without difficulty. Less than one month after the procedure, she developed a second dvt in the lower extremities after being off of her anticoagulation (coumadin) for a short number of days. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). Per the patient profile form (ppf),the patient became aware of the reported events approximately five years and four months post implantation. The patient also reports the device is unable to be retrieved, post-thrombotic syndrome, caval thrombosis, swelling, pain, discoloration, numbness and tingling in the legs and feet, shortness of breath and dizziness, sharp pains in abdomen and back, and suffering from pain and anxiety. The patient reports that the device is unable to be retrieved; however, there has not been an attempt made to remove the filter. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis, dvt and occlusive thrombosis within the filter do not represent a device malfunction. Post thrombotic syndrome with swelling of the legs, skin discoloration, numbness of the legs and pain do not represent device malfunctions and may be related to the underlying coagulopathy issues. Pain, abdominal and back, and shortness of breath and dizziness do not represent device malfunctions. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.